Manufacturer narrative:
This claim of an incident that allegedly occurred two years ago is being investigated by sunrise medical's legal department. The legal summons document made no mention of the model or serial number of the wheelchair. In spite of numerous attempts by our legal department to gather information from the plaintiff's legal counsel about the chair in question, no additional information has been provided. At this time without this necessary information, sunrise medical is unable to confirm that this is a quickie wheelchair, research the service history of the wheelchair, determine the root cause of the alleged failure, or verify if the subject wheelchair and incident was reported to sunrise medical in 2016 as claimed in this summons. In addition, it was not made known to sunrise medical in this summons, what the "serious personal injuries" consisted of. Therefore, sunrise medical is unable to confirm if the alleged injuries adhere to the (B)(4)'s definition of a serious injury. However, out of an abundance of caution, sunrise medical has decided to file the MDR. Upon receiving any relevant information from this case, a supplemental report will be filed.

Event description:
Sunrise medical received on 3/21/2018 a legal summons issued by the law offices of (B)(4) group. It is alleged in this summons for case no. (B)(4), that the plaintiff on or about (B)(6) 2016 was operating a quickie electric wheelchair with joystick controls on his way to the local (B)(4) store. The plaintiff drove around a curve at the mini mall, he tried to stop. The wheelchair's joystick control did not respond to the plaintiff's commands and the wheelchair carried the plaintiff off the curb and crashed into a tractor-trailer parked on the street next to the mini mall. The plaintiff sustained serious personal injuries as a result of the malfunction and collision.